Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: the nurse stated the inspection of the conditions of jaw without removing the yellow tab. After a while, the yellow tab was pulled off as soon as he or she recognized such a mistake. However found there seemed to be no problem and it was handed to the surgeon. When the doctor pressed the green button, found it could not fire at all. All the indicator lamps in idrive were lit up and any problem was not confirmed. Using new sulu the case was completed with no problem. No pt harm. After procedure the sales rep observed that a small part of yellow tab was broken. It is unk whether reinforcement material was used.

Manufacturer narrative:
(B)(4).